Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'failing downstream occlusion test' which was reproduced. The reported condition was verified. The cause was determined to be an out of calibration force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test with expecting downstream pressure to read 19 pounds per square inch (psi) +/- 5% (18-20 psi) but it read at 21.166 psi. The event happened during the preventive maintenance testing at the biomed service department. There was no patient involvement. No additional information is available.